Event description:
Per the clinic, the patient experienced a performance decrement and swelling at the implant site subsequent to sustaining two impacts to the head on (B)(6) 2014. The patient underwent revision surgery to reposition the receiver stimulator, specific date not reported. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.